Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00473: tap.

Event description:
While implanting a polarus 3 humeral nail, the surgeon inserted the screw tap. The tip of the tap broke off and remains implanted. It will be removed following bone fusion.